Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unable to connect with remote support service and station was not communicating with the server. A technical support specialist opened remote support service and confirmed the device initially showed as online. Attempts to launch a remote session were unsuccessful. Tried deploying multiple remote support service packages, which also failed. Further investigation identified an ongoing disk issue on station. As per the latest update, the station was reimaged, and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was unable to connect to remote support service remote support service. There were no delay or adverse events or injuries reported based on this event.